Manufacturer narrative:
H.6. Investigation: customer reported a separation and returned the affected sample. The sample verified the complaint, and the failure occurred at the inlet of the second smart site. Microscope analysis determined the root cause to be insufficient solvent applied during assembly. A device history record review for model 2420-0500 lot number 20073268 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20073268. Tubing separated from pumping segment upon priming of the line.

Manufacturer narrative:
(B)(4). Investigation summary: customer reported a separation and returned the affected sample. The sample verified the complaint, and the failure occurred at the inlet of the second smart site. Microscope analysis determined the root cause to be insufficient solvent applied during assembly. A device history record review for model 2420-0500 lot number 20073268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported a separation and returned the affected sample. The sample verified the complaint, and the failure occurred at the inlet of the second smart site. Microscope analysis determined the root cause to be insufficient solvent applied during assembly.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2420-0500, batch/ lot #: 20073268. Tubing separated from pumping segment upon priming of the line.